Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the proximal contact was detached likely due to handling damage. The investigation also found that the coil delivery wire was broken and the main coil was kinked. The delivery wire break was inspected and evidence of arcing was noted at the site of the delivery wire break that was confirmed per scanning electron microscopy (sem) analysis. The damage noted to the delivery wire during analysis is indicative of electrolytic degradation caused by the use of a grounding cable. As per the dfu "do not use detachment systems other than the inzone detachment system". Therefore, an assignable cause of user error has been assigned to observed delivery wire break. In addition, it is most likely that procedural factors contributed to the observed coil kink limiting the performance of the coil during the clinical procedure.

Event description:
Based on the investigation of the returned coil, it was found that the coil delivery wire was broken/fractured. There were no reported clinical consequence to the patient.